Event description:
Event description guidant received information that the bipolar lead became dislodged approximately 3 weeks post implant in the right ventricle. The lead was explanted. A new lead was successfully implanted.